Manufacturer narrative:
(B)(4). D2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure to remove a greater trochanter plate due to infection and a successful union of the fracture that originally prompted the implantation of the plate. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unk screw unk lot #: qty: 3. Unk cable unk lot #: qty: 4. Visual examination of the provided pictures identified product with biodebris. The pictures do not show part or lot numbers to identify the items. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure to remove a greater trochanter plate due to infection and a successful union of the fracture that originally prompted the implantation of the plate. All hardware including screws and cables were also removed. Additional information on the reported event is unavailable at this time.